Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00058 and device 2 is being reported under MDR-2247858-2022-00059.

Event description:
Per core lab review of the procedural angiogram, there is a type I proximal endoleak present. Per pi of core lab review: entire neck diameter is under IFU so that's likely the reason for the endoleak. Patient outcome: "no immediate consequence or injury to patient. Site has been notified."

Event description:
Per core lab review of the procedural angiogram, there is a type I proximal endoleak present. Per pi of core lab review: entire neck diameter is under IFU so that's likely the reason for the endoleak. Patient outcome - "no immediate consequence or injury to patient. Site has been notified."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00058, device 2 is being reported under MDR-2247858-2022-00059, and device 3 is being reported under.